Event description:
It was reported the programmer screen light was flickering at times when turned on or when checking patients. Fixed disk used and no apparent problem until patient check was completed and then unable to end session. Screen frozen. Pen changed out and still not working. Programmer paper advance button froze on and had to open drawer to stop paper, then the paper advance buttons were not working at all. Programmer was turned off and patient data was lost; unable to save to usb (universal serial bus), but all testing was already complete before programmer froze. Patient data was going to be retrieved for study by remote monitor transmission. It was also reported the programmer is not operational. The screen faded in and out while in a case. Will not respond to touch pen commands. The programmer is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lvds (low voltage differential signal) printed circuit board found loose. Printer control buttons are worn. System fan is noisy.

Event description:
It was reported the programmer screen light was flickering at times when turned on or when checking patients. Fixed disk used and no apparent problem until patient check was completed and then unable to end session. Screen frozen. Pen changed out and still not working. Programmer paper advance button froze on and had to open drawer to stop paper, then the paper advance buttons were not working at all. Programmer was turned off and patient data was lost; unable to save to usb (universal serial bus), but all testing was already complete before programmer froze. Patient data was going to be retrieved for study by remote monitor transmission. It was also reported the programmer is not operational. The screen faded in and out while in a case. Will not respond to touch pen commands. The programmer was returned for repair. No patient complications were reported as a result of this event.